Event description:
Customer reports a crack noted at the side of the dialyzer resulting in a blood leak. This occurred on reuse number 9 with estimated blood loss of 250cc's. Pt given 500cc's of normal saline. Pre-hct 33.6, post-hct 35.6. Pt alert and oriented, denied any discomfort, b/p post tx 108/59, pulse 76 and temperature 98.4f. No pt injury or medical intervention reported.